Manufacturer narrative:
Concomitant products: product ID: 3057, product type: screening device. Product ID: 3057, product type: screening device. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient undergoing a basic evaluation. It was reported that the patient didn't believe it was working anymore, they no longer felt stimulation and had tried both sides, and believed the lead had migrated. No further complications were reported/anticipated.